Event description:
Information was received that this smiths medical cadd legacy plus pump experienced under infusion. No patient involvement reported.

Event description:
Oracle ro 1065554 under infusing additional information received by smiths medical on 11-may-2020 attached in complaint object: no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Review of the event history log of the complaint found no evidence of the reported complaint. Device then underwent accuracy tests, confirming the reported customer complaint. Test results of +5.85percent, +2.94percent, and +2.21percent were all within the published customer spec of +/- 6.0percent, but one was outside the internal spec of +/-3.0percent. This however is contrary to the user's claim of under infusing. The expulsor was trimmed as a result and the problem source was determined to be unknown.